Manufacturer narrative:
The insulin pump had unresponsive buttons due to corroded keypad traces. The insulin pump also had a corroded motor assembly, electronic assembly and battery tube. The device was received missing the end cap sticker and had minor scratches on the display window and cracked battery tube threads.

Event description:
It is reported that a customer was hospitalized around (B)(6) 2014 for diabetic ketoacidosis. The customer's blood glucose levels were unknown at the time of the call. The customer was treated with manual injections. The customer stated that the screen on their insulin pump is blank and nothing would work. The customer had called in to report about moisture exposure to the pump in september but did not want t replacement pump until now. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.